Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that one grip cable was broken and sticking out at the wrist. The idler pulley was able to spin freely and it did not exhibit any damage. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the broken cable if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the customer noted a broken cable on the mega suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.